Manufacturer narrative:
The blade subject to this complaint has not yet been returned for eval. Lot no. Details are not available to assist further investigation. The root cause of this event is determined to be multi-factorial. Handpiece: system 6 sagittal saw.

Event description:
It was reported that the blade broke at the mount during a total knee arthroplasty procedure. It was further reported that the procedure was successfully completed. No adverse consequences were reported.